Event description:
Pt had undergone cataract surgery on 11/27/96, and implantation of a intraocular lens was attempted by the surgeon. The lens ejected in a controlled manner and went through the posterior capsule. A vitrectomy was necessary.